Event description:
Portion of device for "tunneling" a tunneled hemodialysis catheter shattered into multiple pieces (15-20 white plastic) under subcutaneous tissue on pt's right neck and chest area. Incision made along tunnelled site approximately 3.5 cm long - tissue opened - pieces removed - irrigated until physician satisfied - all pieces removed. Company representative notified and he arrived to hospital immediately.